Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s sensor data stopped and the ilet was disconnected, after which the caregiver removed the user from the ilet and no backup insulin was administered, leading to hyperglycemia when the system and sensor were later reconnected; education was provided on keeping the app open for data sync, bg run mode, ketone testing, and a contingency plan for disconnections, and instructional videos were sent for set and cartridge changes. Symptoms included hyperglycemia without reported hypoglycemia. Outcomes included no hospitalization and continued device use with counseling on backup insulin and ketone monitoring. Investigation included customer support troubleshooting, user education, and data review of reported time in range and sensor disconnection. Investigation of this case revealed user management issues, including lack of backup insulin administration during disconnection and challenges with set and cartridge changes, with no device alerts reported. It was concluded that the event was consistent with hyperglycemia due to therapy interruption with cause unclear regarding the initial loss of sensor data, and the user was advised on contingency planning and proper device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user¿s ilet was disconnected with no backup insulin administered, no fingersticks performed, and the patient was reconnected later with elevated glucose; clinical support reinforced keeping the app open, planning for alternate therapy if disconnection occurs, and provided education on bg run mode, set and cartridge changes, alerts, treatment of lows, and ketone testing. Symptoms included hyperglycemia ad hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed insufficient information on a specific device problem and no device component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.